Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Lot number of subject device was not provided by reporter and is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on (B)(4) 2015 indicating that although two connecting screws were reported, part number 03.010.146 (lot numbers u174965 and u206894), only one part (lot number u174965) was involved in the complained event. There is no allegation of complaint against lot number u206894 and no product fault was indicated. Additional investigation has determined that this part/lot is not reportable. The medwatch report for this device is hereby rescinded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgical procedure to repair a distal tibia fracture of the right leg on (B)(6) 2015, while the surgeon was drilling in the medial malleolus to place some screws in the cortex of the bone with a long 2.5 drill bit, the tip of the drill bit snapped and broke off in the patient¿s canal. It was stated that the surgeon didn¿t hit the cortex and used the correct technique. After the drill bit fragment was retrieved from the patient¿s canal, the surgeon inserted the tibia nail and it interlocked in the insertion handle. The connecting screw got stuck inside the nail and it was difficult to disconnect and unscrew the screw from the nail. There was a surgical time delay of one hour due to the complained event. It was also reported that it was extremely difficult to remove the drill fragment from the patient¿s bone canal. The surgery was successfully completed. This is report 2 of 3 (B)(4).